Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: report 3005168196-2016-00627.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils and a straight lantern delivery microcatheter (lantern). During the procedure, the physician deployed and detached two ruby coils in the target vessel using the lantern. The physician then advanced the lantern further in and attempted to deliver a new ruby coil into the target vessel. However, the lantern became kinked around the second curve and the ruby coil was unable to advance completely out of it. The kinked lantern and the ruby coil were removed and the procedure was successfully completed using a 45 degree angle lantern and four new ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the ruby coil was detached and stuck inside the hub of the lantern; the ruby coil stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned devices revealed that the lantern was kinked. This type of damage likely occurs due to improper handling during use. If the device is forcefully advance during use, damage such as this may occur. Further evaluation revealed that the embolization coil to the ruby coil sr wire was fractured. This type of damage likely occurred from forceful retraction of the device, after the embolization coil was stuck inside the kinked lantern. The kinked lantern likely contributed to the ruby coil not being able to advance out of the microcatheter. Lanterns are 100% visually inspected during in-process inspection. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that section h. Box 10. Narrative/corrected data on the follow-up #1 MFR report incorrectly reported that the results of the investigation found that the lantern was "kinked". The results should have read that the lantern was "ovalized". Therefore, any reference to a "kinked" lantern should be corrected to an "ovalized" lantern.